Manufacturer narrative:
Supplemental submitted to include UDI.

Event description:
The customer alleges that the device overshot the target temperature. No adverse consequence or clinically relevant delay in treatment was reported for the patient.

Manufacturer narrative:
It was reported that the patient temperature deviated. Upon review of the data extracted from the device, it was confirmed that the patient temperature did not deviate greater than +/- 1 degree c for greater than 30 minutes after the patient reached the desired target temperature. The data review identified that the frequent changing of the patient temperature set point most likely contributed to the patient temperature deviations experienced by the user as the device requires time to adjust to the set point selected and the frequent change did not allow for the device to fully adjust to the newly selected settings. The data shows that the water temperature remained within appropriate limits during the therapy. This issue is not likely to cause or contribute to serious injury or death if it was to recur and is, therefore, not reportable.

Event description:
The customer alleges that the device overshot the target temperature. No adverse consequence or clinically relevant delay in treatment was reported for the patient.

Manufacturer narrative:
The user facility was provided feedback on proper device operation.

Event description:
The customer alleges that the device overshot the target temperature. No adverse consequence or clinically relevant delay in treatment was reported for the patient.

Event description:
The customer alleges that the device overshot the target temperature. No adverse consequence or clinically relevant delay in treatment was reported for the patient.